Manufacturer narrative:
Model number/catalog number: sc-8216-70. Serial number: (B)(4). Batch/lot number: 16441143. Model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.